Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/11/2015.

Event description:
According to the reporter: the endostitch droppped the stitch and would not transfer the needle 2 times.